Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there were several episodes of noise reversion that resulted in automatic mode switching by the device. Additionally, there was a decrease in right atrial (ra) lead impedance. X-ray was performed and revealed no insulation anomalies on the ra lead. The device was reprogrammed to deactivate the ra lead to resolve the event. The patient was stable.